Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead perforated the right ventricle. The patient experienced abdominal pain due to the issue. No electrical anomalies were noted. An ultrasound was performed and no effusion was found. The lead was explanted and replaced. The perforation was left to heal on its own. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.